Manufacturer narrative:
This report is being filed to correct d4 fields model number and catalog number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and small r-wave amplitudes resulting in an inappropriate shock. The patient was subsequently hospitalized. During testing of the device, noise was able to be easily reproduced, therefore the device was deactivated and the patient was provided a life vest until the system can be replaced. This system is expected to be replaced with a transvenous system at a future date, however currently remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing and small r-wave amplitudes resulting in an inappropriate shock. The patient was subsequently hospitalized. During testing of the device, noise was able to be easily reproduced, therefore the device was deactivated. This system is expected to be replaced with a transvenous system at a future date, however currently remains implanted. No additional adverse patient effects were reported.